Manufacturer narrative:
Other text: additional contact information: (B)(6). Phone: (B)(6).

Event description:
Information was received indicating that both of her (B)(4) pumps were alarming no disposable while using a (B)(6) IV filled cassette. It was reported the end user changed the cassette which resolved the alarm. Per reporter the patient is concerned that she may have to mix another cassette and due to her dementia, she gets confused easily, reportedly a field nurse will assist the end user. (B)(6) 1mg/ml united therapeutics dose; 33 ng/kg/min intravenous continuous (B)(6) 2019 to current lot: 939377 exp: (B)(6) 2023 pulmonary arterial hypertension (pah).